Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. During evaluation of the device the event could not be reproduced and no problem was detected. Based on the results of the investigation, the cause of the event could not be conclusively identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation was unable to confirm the reported no image issue. The device scope signal and camera head were checked and are working. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that, after a lightning strike/power surge on their facility during preparation for use, an image was not produced. The problem occurred immediately following the lightning strike. The intended procedure was completed using the same device. The problem only occurred when using olympus, model series 180 scopes with the olympus, model cv-190, evis exera iii video system center. There was no patient injury that occurred, associated with the event. This is report #1 of 4 due to multiple devices involved. ((B)(4)).